Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), gastric disorder ("gastric problems"), tinnitus ("pulsatile tinnitus"), nervous system disorder ("neurological problems") and migraine ("migraines"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced guillain-barre syndrome ("guillain-barré syndrome"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, arthralgia, gastric disorder, tinnitus, nervous system disorder, migraine, weight increased and guillain-barre syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, gastric disorder, guillain-barre syndrome, menorrhagia, migraine, nervous system disorder, tinnitus and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), gastric disorder ("gastric problems"), tinnitus ("pulsatile tinnitus"), nervous system disorder ("neurological problems") and migraine ("migraines"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced guillain-barre syndrome ("guillain-barré syndrome"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, arthralgia, gastric disorder, tinnitus, nervous system disorder, migraine, weight increased and guillain-barre syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, gastric disorder, guillain-barre syndrome, menorrhagia, migraine, nervous system disorder, tinnitus and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.